Event description:
Philips received a complaint regarding a v60 ventilator indicating that the device exhibited a blurry or hazy touchscreen display. The issue was identified during bench service evaluation, and it was confirmed that the device was not in clinical use at the time of discovery. There was no report of patient or user harm. The reported problem describes degraded visual clarity of the touchscreen, which may impact the user¿s ability to clearly view and interact with device settings and parameters, representing behavior inconsistent with normal device performance. During servicing, a visual inspection and functional observation were performed, and the hazy/blurry condition of the touchscreen was confirmed. Service notes indicate the condition may be associated with exposure to cleaning agents that could degrade screen clarity; however, this has not been definitively verified. A replacement touchscreen assembly has been ordered.